Manufacturer narrative:
Investigation: the device was replaced valve-in-valve and remains implanted in the patient. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: a relationship between the device and the reported congestive heart failure could not be established from the limited information available, and a conclusive cause could not be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately two years, two months post implant of this bioprosthetic valve, the valve was replaced due to stenosis and an elevated mean gradients; this valve was replaced valve-in-valve with a transcatheter aortic valve. Prior to the replacement procedure, the patient was becoming increasingly stenotic and had developed shortness of breath and congestive heart failure. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.